Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician "did not like the sensing and the threshold of the lead." The lead was removed and a pre-formed atrial-j lead was implanted without incident. No patient complications have been reported as a result of this event.